Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event. Note: this incident was received as part of the abbott point of care active monitoring program q4 2018.

Event description:
On 02/08/2019, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded two suspected discrepant troponin results of 0.01 on a (B)(6) female patient with chest pain. There was no additional patient information at the time of this report. Return product is not available for investigation. (B)(6). At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. Based on the information available there is evidence that suggests the patient suffered an mi. The investigation is underway. Note: this incident was received as part of the abbott point of care active monitoring program q4 2018. Per I-stat system manual: art: 714258-00q: reportable range: 0.00 - 50.00, reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results), reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 03/07/2019. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot c18313a.